Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. The proximal neck diameter measured 20mm angulation of 65 degrees. Minimum thrombus was observed at the seal zone with 25% calcium noted. It was reported that during the index procedure after the endograft was implanted a type ia endoleak was observed. The physician elected to implant heli-fx endoanchors and a total of 10 endoanchors were implanted. It was reported that 2 endoanchors did not adequately penetrate the aortic wall, one was reportedly implanted too low in the left lateral side and the other did not adequately penetrate against the graft properly on the right lateral side. At the end of the procedure, a type ia endoleak was observed. The cause of the endoleak was determined as related to the index procedure and the endograft. No additional clinical sequalae were reported and the patient will be monitored.